Event description:
A report was received that the patient fell on her back and noticed that the ipg was becoming more visible. It was also noted that the patient had lost weight and had been experiencing pain and some bruising around the ipg site due to fall.